Event description:
The device was used during a lung resection procedure. Reportedly, the staples did not form properly and there was bleeding. The surgeon applied another instrument and resected the incomplete staple line. The hosp has reported the pt's condition is satisfactory.